Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) involved in the reported complaint will not be returned for evaluation because the hospital biomed has resolved the problem by replacing the air tarp sensor block. Therefore, service was not required to be performed by zoll.

Event description:
Biomed reported that the thermogard xp ivtm system (sn (B)(4)) displayed mid:09 (air trap assembly) error message due to saline spillage on the air trap sensor. The biomed was unable to to clear the error. No consequences or impact to patient.